Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("fragments of metallic material") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, overweight, vaginal delivery, parity 2, gravida ii and abdominal bloating. Essure was removed on (B)(6) 2019. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coil). The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.654 kg/sqm. [Pathology test] on (B)(6) 2019: diagnosis: 1. Segments of left fallopian tube: para tubal cysts, cross-sections confirmed microscopically fragments of metallic material (gross examination only}. 2. Segment of right fallopian tube: para tubal cysts. Fragments of metallic material. Gross description: designated left fallopian tube. Also received is are three pieces of metallic material. The first consists of a 7.0 x 0.1 cm tortuous portion of silver-colored metallic material, and the remaining two are coiled and measure 1.5 x 0.2 om and 2.4 x 0.36m. Designated right fallopian tube. Also received are two pieces of metallic material. The first consists of a 15.5 x <0,1 cm tortuous portion of silver-colored metallic material, and the second is a 2.3 x 0.3 cm coiled segment. [Ultrasound pelvis] (date unknown): external genitalia was normal. No adnexa. Pelvic examination revealed a uterus measuring about 10 cm in size. No adnexal masses were palpated. No tenderness was elicited. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("fragments of metallic material") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, overweight, vaginal delivery, parity 2, gravida ii and abdominal bloating. Essure was removed on (B)(6) 2019. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coil). The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.654 kg/sqm. [Pathology test] on (B)(6) 2019: diagnosis: 1. Segments of left fallopian tube: para tubal cysts, cross-sections confirmed microscopically fragments of metallic material (gross examination only}. 2. Segment of right fallopian tube: para tubal cysts. Fragments of metallic material. Gross description: designated left fallopian tube. Also received is are three pieces of metallic material. The first consists of a 7.0 x 0.1 cm tortuous portion of silver-colored metallic material, and the remaining two are coiled and measure 1.5 x 0.2 om and 2.4 x 0.36m. Designated right fallopian tube. Also received are two pieces of metallic material. The first consists of a 15.5 x <0,1 cm tortuous portion of silver-colored metallic material, and the second is a 2.3 x 0.3 cm coiled segment. [Ultrasound pelvis] (date unknown): external genitalia was normal. No adnexa. Pelvic examination revealed a uterus measuring about 10 cm in size. No adnexal masses were palpated. No tenderness was elicited. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.